Event description:
The customer observed a false negative architect hbsag result generated on the architect i2000sr processing module for a 52-year-old female patient with chronic hepatitis b. The following results were provided: (B)(6) 2025 sid cs: initial result = 0.03 iu/ml, repeat result = 0.02 iu/ml siemens platform = 4.70 (positive), repeat result = 3.93 (positive) hbv-dna result = 92.8 iu/ml (positive) (reference range <20 iu/ml) no impact to patient management was reported.

Manufacturer narrative:
Additional information in section d10 concomitant product the complaint investigation for false negative architect hbsag results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data was reviewed and support the complaint issue. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect hbsag assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 77416fz01. Device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with the lot number and complaint issue. In house clinical sensitivity testing was performed using an in-house retained kit of lot 72553fz01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency with the architect hbsag assay for lot 77416fz01 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c36 (hbsag) that has a similar product distributed in the us, list number 4p53 (hbsag) with 510k/PMA/bla number p110029. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false negative architect hbsag result generated on the architect i2000sr processing module for a 52-year-old female patient with chronic hepatitis b. The following results were provided: (B)(6) 2025 sid cs: initial result = 0.03 iu/ml, repeat result = 0.02 iu/ml. Siemens platform = 4.70 (positive), repeat result = 3.93 (positive). Hbv-dna result = 92.8 iu/ml (positive) (reference range <20 iu/ml). No impact to patient management was reported.